Event description:
Upon inflation, while attempting to place a stent in the lad artery, there was no pressure reading on the monitor. The monitor was indicating "no syringe". The device was disconnected and reconnected without success. The physician decided to change out the inflation device and the stent was deployed with good results. Prior to the stent placement the intellisystem was used for 2 inflations of a balloon without any complications. No pt harm or injury occurred as a result of this event.